Event description:
A customer contacted stryker to report that their device powered off twice during transport of a patient. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. It was observed that the ECG patch was stuck in the battery terminal. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.